Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that an ar-1788j-cp, internalbrace implant system, was implanted into the fibula of the patient and the peek eyelet broke, not allowing the anchor to be inserted. This was discovered during use in a atfl internalbrace on (B)(6) 2021. The case was completed by using an additional kit allowing the surgeon to use a new 3.5 swivelock with the added 2.0 features.